Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: dtbx2qq implantable cardioverter defibrillator (ICD):(B)(6) 2013; 407652 implantable pacing lead (B)(6) 2013; 6935m62 implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the day after implant, the patient developed a pneumothorax. A chest drain was surgically placed. The implantable cardioverter defibrillator (ICD) and leads remain in use. The patient is a participant in the attain (B)(6) clinical study. No further patient complications have been reported as a result of this event.